Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. A patient had their system explanted due to ineffective stimulation was reported to abbott. The system was explanted without notifying an abbott field rep nor the implanting physician. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The allegation is against one of three leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8207492. Common device name: slim tip lead, model: mn10450-50a, UDI:(B)(4), serial: (B)(6), batch: 8176950. Common device name: slim tip lead, model: mn10450-50a, UDI:(B)(4), serial: (B)(6), batch: 8176950.

Event description:
It was reported that the patient was experiencing ineffective relief from their drg system. Surgical intervention was undertaken wherein the patient was reported to have been fully explanted on (B)(6) 2023.